Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels have not been as "stable" since using the pump. The contact was unable to provide specific bg values and declined further troubleshooting. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.